Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited short ventricle-ventricle (v-v) intervals and high thresholds. It was further reported that the right atrial (ra) lead exhibited an out of range impedance alert. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.